Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that when they utilized iterative model reconstruction (imr) on cardiac procedures on patients with coronary stents, the coronary stents are creating a hypo-density. A philips technical trainer confirmed this issue was recognized by the trained professional and there was no misinterpretation, mistreatment, or rescan of a patient. The customer has different treatment plans for patients based on the resulting images and when imr is utilized the coronary stents creates an unexpected hypo-density which makes the stent look like it has restenosis, which would alter the treatment plan significantly.